Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The nurse reported that the customer was hospitalized due to a car accident. The blood glucose reading was 30mg/dl. The customer's blood glucose was treated with sugar tablets and his glucose level rose to 153mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The amount of insulin in the reservoir matched to the amount of insulin on the status screen. Ran a displacement test and the device passed the test. No further info was provided.